Event description:
Customer reported device = 141 mg/dl at 12:11 pm. Customer stated feeling low glucose symptoms. Customer tested throughout the night and was eating and drinking. Customer went to hospital at 2:30 am. Customer's device = 446 mg/dl. Hospital device = 211mg/dl at 3:10 am. Customer was given an IV and then released from hospital. A request was made for return product and replacement product was sent.